Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. A voltage test was performed and it failed. The reported event of bluetooth connection between transmitter and g5 mobile app issue was not confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report that on (B)(6) 2016, the g5 transmitter would not pair with the g5 application. No additional patient or event information is available.